Event description:
The system failed to boot up attributed to the communication failure. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.